Manufacturer narrative:
One (1) expedium dual innie intermediate castle nut tightener [product code: 2797-22-550, lot no: 0809nt] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that three of the four castle nut tabs were fractured at the distal tip of the instrument. Two of three fractured castle nut tabs were not provided with the instrument. The fracture analysis report noted that the fractured surfaces exhibited rough and plastically deformed material that extends across the entire surface suggesting the tabs underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the castle nut tabs becoming broken cannot be positively determined. However, the fracture analysis report noted that the fractured surfaces exhibited rough and plastically deformed material that extends across the entire surface suggesting the tabs underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: posterior scoliosis correction t2 - l3. Whilst final tightening outer set screw in double innie set screw the teeth on the castle nut driver have broken off. The teeth were found in the patient and were removed from the wound. No teeth or fragments from the driver were left in the patient. Secondary castle nut driver from expedium set used to complete final tightening. Similar product was used to proceed. 1-minute delay in procedure. No adverse event to patient. Patient outcome post surgery is unknown. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.